Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 279 mg/dl. The customer delivered a correction bolus. However, several hours later, the customer reported that bg level had not come down yet. The customer also stated that they had been re-using the same cartridge for nearly a week and stated that they would change the cartridge. Follow up information received from the customer the following day stated that the bg level was within 20 points of target level.